Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. This complaint was not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device whereabouts are unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated product and mdrs: unk persona femoral, MDR: 0001822565-2021-00614. Unk persona tibial, MDR: 0001822565-2021-00615.

Event description:
It was reported that the patient underwent a revision of left persona knee for unknown reasons.